Event description:
Lead respiratory therapist (rt) reported the following: a branch fell on a transformer outside the hospital and caused a surge inside the hospital. Authorities decided to turn off the power to the hospital. When the power was turned off at 0850 on (B)(6) 2011, the hospital generator did not activate. The ventilator had been plugged into a red emergency outlet, so when the ac power went out the ventilator switched over to its backup battery for use and began alarming as specified. The ventilator continued to operate for approx. 15 minutes, at which time the battery depleted and the ventilator shut down due to no power. The patient was removed from the ventilator and bagged for an hour until 0950 when power was restored. When the ventilator was powered on back on to resume ventilating the patient, it would not power up. The rt was unsure if, after power had been restored, the ventilator was being powered on via ac power or backup battery. The patient was placed on another ventilator at the same settings. The patient suffered no harm or adverse outcome during the event. Manufacturer's service technician was asked to perform a checkout of the ventilator. The service technician reported the ventilator operated on backup battery for 20 minutes and then lost power upon use. The backup battery was replaced per service discretion. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. State inspectors arrived onsite (B)(6) 2011 to investigate the event. It was reported that the generator switch was in the off position when the outside power was cut to the hospital.